Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was cutting and not clamping cystic duct. Grabbed a second clip applier, and same thing was happening. Grabbed a third clip applier and completed case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n92y3k. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were missing causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.